Event description:
A customer reported a sys message was received during phacoemulsification followed by the sys locking. Add'l info has been requested regarding pt involvement/impact, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).